Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Expiration date unknown / not provided. Premarket identification k011245 and k002188.

Event description:
It was reported that the implant at tooth location 46 was removed due to o a granuloma on the apical zone. Doctor placed the implant at tooth location 46, there was 100% primary stability, using an insertion torque of 35n. Celestone chronodose was administered 1ml intramuscularly. Amoxicillin 750mg 1,1,1, was prescribed during 7 days. Monofilament suture was used. Implant was left for 1 phase. Final drill performed at low rpm's 12.)

Event description:
No further event information is available at the time of the report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One impl tapered sp 3.7mm 10m m octagon (spb10) and mount were returned for investigation. The reported event occurred at tissue level and there were no allegations against the mount. Therefore, the investigation addressed only the implant and related event. Visual evaluation of the as returned implant identified signs of use but no apparent signs of malfunction. The implant could not be functionally tested for the reported failure/event (granuloma) as it is a medical event. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie. Pre-existing patient conditions noted on the per were bruxism and low bone density ¿ type iii. The reported device had been placed on tooth 46 (fdi) for approximately 7 months. Device history record (DHR) review for the lot: (2020121115) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Complaint history review was performed for the reported lot number: (2020121115) for similar events (complaint category keywords medical: other ¿ granuloma) and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition and no objective evidence was provided.